Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in pancreas on (B)(6) 2015. According to the complainant, the nurse pushed the stent hard while introducing it into the scope, which caused the stent to split. Nothing fell into the patient. Reportedly, the stent was not moistened prior to loading it onto the guidewire. The procedure was completed with another advanix pancreatic pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."